Event description:
Pt ms3 pump sn (B)(4) has issue with cartridge loading - she says she has to try three or four times before it will load the cartridge, but that it does work after that - sending her a new pump with this order so that pump can be returned to look at. No harm to pt. No further info available. Diagnosis or reason for use: i27.0.